Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed. Visible investigation shows that the thread of the screw is badly damaged. The thread is plastically deformed which indicated strong contact with other metallic parts while insertion. The expansion head of the screw is broken apart. We have to suppose that the breakage of the complete breakage is a result of excessive applied mechanical force while insertion. Due to the fact of the damages and breakage measuring of relevant dimension is not possible. The broken surface is homogenous which indicates material conformation. No manufacturing related issue was identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device broke during the implant procedure. Device was not implanted/explanted. (B)(6). (B)(4) screw thread was visibly damaged. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follow: it was reported that a cervical spine expansion head screw cannot be fixed in the cortex of the bone, since the thread is damaged. They started to insert the screw and it stuck in cortical level, and it was extremely difficult to remove it. The damage of the screw is visible. Another screw was used and the plate was fixed as it should be. The surgeon is experienced with the cervical spine locking plate (cslp) system and operated according to surgical technique. This report is for one (1) cervical spine expansion head screw. This is report 1 of 1 for (B)(4).